Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Using a femoral approach, the 99% stenosed lesion was located in a severely calcified and tortuous left anterior descending artery. After failing to cross the lesion with a 2.00 x 12mm nc quantum apex balloon catheter, the physician advanced a 2.00 x 8mm nc quantum apex balloon catheter to the lesion when it ruptured at 14atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned device revealed no damage to the catheter. The device was inflated and maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Using a femoral approach, the 99% stenosed lesion was located in a severely calcified and tortuous left anterior descending artery. After failing to cross the lesion with a 2.00 x 12mm nc quantum apex balloon catheter, the physician advanced a 2.00 x 8mm nc quantum apex balloon catheter to the lesion when it ruptured at 14atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.